Manufacturer narrative:
Correction: g2, h10 a 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(6) from (B)(6)2019 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and confirmed the reported error via visual inspection. The fse was unable to reproduce the reported error. The fse found the sampling nozzle to be contaminated with blood indicating nozzle traveling to the bottom of the tube without sensing. The problem is intermittent and has been going on for a few months. Several parts have already been replaced such as the nozzle, eki board, samp board, main arm head cable, analog board, slv 3-4 board and the problem persist. The sensing issue is un-resolved. This is an important customer for tosoh and management has decided to replace the analyzer. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12dec2019 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [2062] specimen level detection failure by main arm. Cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is unresolved.

Event description:
The customer spoke to the field service engineer (fse) regarding an error 2062 specimen level detection failure by main arm. The fse confirmed that the instrument is down which caused a delay in reporting estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.